Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test, and p-cap or reservoir will not lock properly due to missing retainer. Device passed the self test, rewind test, prime or seating test, basic occlusion test, and force sensor test. Unable to verify delivery anomaly due to broken reservoir. However, no unexpected pump error 43 noted during rewind or testing. Motor was tested outside device and passed however, device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test, and p-cap or reservoir will not lock properly due to missing retainer. Device passed the self test, rewind test, prime or seating test, basic occlusion test, and force sensor test. Unable to verify delivery anomaly due to broken reservoir. However, no unexpected pump error 43 noted during rewind or testing. Motor was tested outside device and passed however, device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.